Event description:
Additional information was received from the consumer. It was reported that the patient has the ins for dystonia and dyskinesia. It was noted that the patient would have to be fed 5 times a day through a feeding tube prior to implant, and that the doctor got the deep brain stimulation (dbs) approved for the patient as a humanitarian device. It was reported that the patient's settings were high and that for about the last 6 months, the voltage for both of the implants had not decreased down at a rate that they thought was normal. The caller reported as well that or the last 6 months, the patient has been experiencing more involuntary facial movements than normal. The caller noted that the involuntary facial movements occurs when the patient is stressed out. It was explained that the patient's eyes close, tongue goes back and forth and the mouth opens. The patient sees the physician in the near future and they check the implant 1 time/week. Longevity information of non-rechargeable implants was reviewed with the caller, elective replacement indicator (eri) triggers at 2.6v, and end of service (eos) triggers at 2.2v. The caller got the patient programmer (pp) and synced with both of the implants. The caller noted the implant on the left was on, ok, on group b, at 2.90 stimulation, and the voltage level was at 2.85v. The caller noted that the implant on the right was on, ok, 2.90v, on group a, and at 2.79v. Patient was redirected to the health care professional (hcp) to further discuss. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the patient is experiencing intermittent/erratic output. It was stated that since about 8 months prior to date notified, due to stress and family matters, the patient has facial movements. On (B)(6) the patient tried to change from group a to group b as well butt couldn't. Assistance was then given and the caller was able to successfully switch programs. No further complications are anticipated. The patient's indication for implant is dystonia and movement disorders. See related regulatory report 3004209178-2017-06332.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer, reporting that the patient was still experiencing some little facial movements. The consumer reported it seemed like major stress brings them out. No device issues were reported. No further patient complications have been reported as a result of this event.